Event description:
The initial reporter alleged they observed an initially reactive result for one patient sample tested with the hiv combi pt elecsys cobas e 100 assay on the cobas 6000 e601 module. The initial test conducted on (B)(6) 2025 yielded a result of 5.51 coi (reactive). A repeat test performed on (B)(6) 2025 yielded a result of 0.269 coi (non-reactive). A third test conducted on (B)(6) 2025 yielded a result of 0.299 coi (non-reactive).

Manufacturer narrative:
The reported event occurred on a cobas 6000 e601 module (B)(6). The investigation determined that the elecsys hiv combi pt assay performed within specifications. A review of calibration data confirmed that the last calibration, performed on (B)(6) 2025, yielded signals within expected ranges. Quality control recovery data was not available for (B)(6) 2025, and it was noted that an expired control lot was used for qc recovery. Additionally, the sample was not centrifuged, which may have influenced the results. The root cause was attributed to the occurrence of an initially reactive result, which is a known phenomenon with this assay. No general product issue was identified.